Event description:
A 3.0 mm diameter x 30 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted into a pt. Implant info is unk. It was reported that the pt expired approximately five years post stent implant. The autopsy report states that the cause of death was acute inferior wall myocardial infarction and coronary atherosclerotic heart disease. No additional info has been received. The investigator indicated the event was not related to the study drug or the index procedure. The investigator stated it was not accessable to determine if the event was related to the study stent.

Manufacturer narrative:
Eval codes, result: death.